Manufacturer narrative:
No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device passed the displacement. Audio options volume 1-5 functioned properly. However, pump error 63 alarm during self-test. Also, pump error 63 is confirmed in the pump history file due to an electronic defective.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons when pressed will be delayed or failed to respond. They also reported that they hardware low level failures alarm but they were able to clear as it occur thrice. They also reported that the insulin pump was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.